Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2x40mm non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the wire lumen and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material that was located at the distal end of the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2x40mm non-bsc balloon catheter. No patient complications nor injuries were reported.